Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a black display while in patient use. Patient vital information is still transmitting to the cns (central nurses station), however the screen itself is black. The customer's complaint was not resolved at the time they contacted nka. The customer was instructed to contact nka after additional troubleshooting. The customer failed to contact nka. Nka attempted to contact the customer but the customer did not respond.

Event description:
The customer reported that the bsm (bedside monitor) has a black display while in patient use.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) contacted nk technical support regarding bsm-4104a ((B)(4)) having a black screen. The bsm unit was still transmitting data to the cns. Service requested: troubleshooting. Service performed: troubleshooting. Investigation results: this device was put into service in 2006. Warranty expired in 2011. On 6/7/2018 customer called under service notification 300127552 needing assistance in moving this device into ER department. No additional service notifications were created for this device. Device was not sent to nk for evaluation. Customer later stated that the hospital decided to purchase a new replacement unit. Based on the age of the device and service of the device, the screen failure is not suspected to be due to design or reliability issue. Further investigation is not possible without additional information.

Event description:
The customer reported that the bsm (bedside monitor) has a black display while in patient use.

Manufacturer narrative:
Details of complaint on (B)(6) 2018 (B)(6) contacted nk technical support regarding bsm-4104a (sn (B)(6)) having a black screen. The bsm unit was still transmitting data to the cns. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: this device was put into service in 2006. Warranty expired in 2011. On (B)(6) 2018 customer called under service notification 300127552 needing assistance in moving this device into ER department. No additional service notifications were created for this device. Device was not sent to nk for evaluation. Customer later stated that the hospital decided to purchase a new replacement unit. Based on the age of the device and service of the device, the screen failure is not suspected to be due to design or reliability issue. Further investigation is not possible without additional information. Update on 10/17/2019: review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Customer stated on (B)(6) 2019 that the device has been replaced with a newer unit. Service history confirms no additional tickets have been added. Due to insufficient information available, the root cause of the reported issue could not be determined. D11& c2 concomitant medical products: the cns was monitor the bedside monitor. No model/serial for the cns was provided.